Event description:
Upon attempting to use a physio control AED cr2, there was a malfunction in which the device stated that there was "no patient detected". The pads were properly removed from the packing and the backing was removed from the pads before placing them onto the patient. The connection point from the pads to the AED was checked and rechecked as well as the battery. The device still continued to not recognize that there was a patient. The device and pads were then removed and a second AED was used for patient care. After the event, the AED was reviewed and there were no obvious explanations of why it failed to detect the pads were placed on the patient. Unfortunately the pads were disposed of in the trash. The AED was removed from service and turned over to stryker for further investigation into what may have caused the problem.